Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation, most likely underlying root cause: mlc-18: user has high glucose value. Note: per follow up: customer¿s condition has improved. Customer does not have diabetic symptoms at the time of call. Customer went to the urgent care since the last time he spoke with us (date was not disclosed). Customer states their meter also read hi and it was above 600mg/dl. Customer states he received IV insulin. Customer states his last result with the use of the meter was in the 400's and customer is satisfied.

Event description:
Consumer reported complaint for hi display blood glucose test results. A friend is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms but did not disclose which ones. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.